Event description:
The ge oec 9800 fluoroscopy system had intermittent vertical lift column malfunctions.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a defective ps3 power supply that was removed and replaced. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide any patient information with respect to this issue.